Event description:
Reported indicated that the patient developed an infection at the generator site following implant surgery. The patient was placed on antibiotics for 1 month and was still having drainage. The physician decided to remove the current generator and replace it with a new one prior to the infection completely healing. Another device was implanted in the patient less than two months after the initial one however, it was also removed due to ongoing infection at the generator site.

Manufacturer narrative:
Manufacturing record for pulse generator was reviewed. Review of manufacturing record for the pulse generator confirmed sterilization prior to distribution.